Event description:
Stem revision due to loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was discarded at the hospital. Review of the manufacturing records did not identify any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation was unable to draw any conclusions through receipt of insufficient information. The complaint shall be closed with an undetermined conclusion. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.